Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 30 mg/dl. Current blood glucose level of customer was 195 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced shaking, mental confusion, weakness and cold sweats at the time of incident. The auto mode feature was active at time of incident. Customer was treated with glucose tablets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.